Event description:
A customer reported to baxter (B)(4) an interlink extansion set in which a leak was observed. According to the report, a leak occured between the filter and the tubing. The set was used for three days. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available,

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.